Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report mitral stenosis. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr), with an mr grade of 4. The mean pressure gradient was 1 mmhg. The clip delivery system (cds) was advanced to the mitral valve. The leaflets grasped without issue and the clip deployed; however, after deployment, the pressure gradient increased to 7 mmhg. No additional treatment was performed. There were no adverse patient effects, and no clinically significant delay during the procedure. No additional treatment is planned for the patient.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported patient effect of mitral stenosis appears to be related to patient/procedural conditions. The reported patient effect of mitral stenosis, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.